Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported that there was a defect of the implantable pulse generator (ipg) of s3 left. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.